Event description:
Event description cpi received information that this implantable pulse generator (ipg), implanted for 9.6 months, was explanted due to no pacing and no magnet response. The device had exhibited an elective replacement indicator (ert) on 2/28/00.